Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress. However, the root cause of the reported event is unable to be determined. The following descriptions are included in the instruction manual regarding handling. It is judged that the indicated phenomenon can be prevented by these methods. ¿do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. And the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the bending angle in the up direction does not meet specifications; due to abrasion of the angle wire. The number of ultrasonic loss elements exceeds the specifications; due to the damage of the ultrasonic cable. The angle wire the play of the up/down knob is out of the specifications; due to wear. Waterproof is not possible; due to distortion of the distal end. The bending section adhesive is broken, the connecting tube has wrinkles, the electrical connector is corroded, and the ultrasonic code is dented. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the ultrasonic gastrovideoscope had traces of water penetration into the device, (water leaks from the inside of the waterproof cap; due to the loose coupling of the waterproof cap), during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. During inspection and evaluation, the acoustic lens peeled off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.